Event description:
It was reported the customer had recurring unexpected restart alarms. The customer's blood glucose was 130 mg/dl. Customer also reported receiving a signal too low alarm. Troubleshooting found the customer did not program their temp basal before the alarms occurred. It was also found the customer's insulin pump passed a self test. Customer was advised to monitor their insulin pump until a replacement insulin pump arrives. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime, compromised force sensor error and no delivery tests. There was no excessive no delivery alarm noted. The unit passed unexpected restart test and self test. There was no unexpected signal to low error or unexpected restart error alarm noted. The unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.